Event description:
Additional information was received from the patient. It was reported that the cause of the lead stripping was due to the unconnected percutaneous connector being pulled without being disconnected prior. The physician instructed the circulating nurse to pull the percutaneous extension without disconnecting it from the lead that was in the pocket. The physician also had a surgical tool in the pocket to try and enlarge the pocket for the ins. The nurse pulling the percutaneous extension drug the lead across the physician tool and stripped a portion of the lead. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller is in the or so not all sr info gathered. The caller states the patient in question had successful stage 1 and today they are placing ins. The caller states that when disconnecting the lead from the perc 'connector' the doctor stripped the lead and they can see the 'bare part' of the lead. The caller clarified when asked that when they removed this damaged lead, they did see all the electrodes and tines still in on the lead (there was nothing visibly missing). The caller states they replaced the lead with a second lead but when they had the fluoroscopy up, they saw what looked like a mark that they were not familiar with in the fluoroscopy reading. The caller was able to, along with the doc, eventually determine that what they were seeing (initially they thought it may be a fragment) was actually a radiopaque marker that they had seen on all the previous cases (they had multiple cases done today). Technical services (ts) reviewed the caller can reference page 21 of the implant manual for guidance on exact location of the radiopaque markers.